Event description:
As reported by the user facility: underinfusion: "the pump was found in the soiled utility room on (B)(6), slow volume to be infused, inaccurate, I don't have any further information." Reference manufacturer report number: 9610825-2013-00385.